Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver displayed "err 121". No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the error icon could not be determined. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charged and boot test was performed and failed due to call tech support error displayed on screen. Receiver download test failed due to call tech support error displayed on screen. Receiver functional test was performed and failed due to call tech support error displayed on screen. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.